Event description:
The reporter indicated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in the pt's right eye (od) on (B)(6)2010. The lens was explanted on (B)(6)2010, due to low vaulting. The icl was exchanged for a longer lens.

Manufacturer narrative:
Secondary surgery, (B)(4).